Event description:
This rv lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2017 due to advisory or recall. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).